Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department of a hospital on (B)(6) 2021 with complaints of syncopal episodes. During interrogation of pacemaker, it was noted that there was spontaneous ventricular non-capture seen on telemetry. After further examination, it was observed that the left ventricular capture threshold had increased since implant, (B)(6) 2021. The physician programmed the device to resolve this issue. The patient was in stable condition.